Manufacturer narrative:
Device analysis of the pulse generator revealed no significant anomalies. The pulse generator was functionally ok. The body and insulation of the extension appeared cut through. Device analysis of the extensions revealed no significant anomalies.

Event description:
Two deep brain stimulators with proximal extension segments were returned to the MFR with no add'l info. Device registration sys indicates that the pt is expired. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available. Please see MFR's report# 3004209178200804642.